Event description:
It was reported that during an unknown procedure, although the first clip was formed properly, the clip could not be fired from the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass. (B)(6). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired one malformed clip due to an advancer bypass and the remaining clips conforming according to our manufacturing specifications. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The device locked out as intended, but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.